Manufacturer narrative:
H6 code a24 was incorrectly reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. During support bleeding and oozing from impella site after exchange to repo sheath. Forward tension sutures and angle matching dressing applied. Required manual pressure. It was further reported that there were possible hemolysis, urine changed from clear yellow to dark red. Pump repositioned under echo, p level decreased. The patient was required escalation to extracorporeal membrane oxygenation (ECMO) due to labile hemodynamics. After ECMO placed urine cleared and became yellow. Repeat echo done and no further repositioning required. There were concerns of worsening mitral regurgitation. Plan to intubate and transesophageal echocardiogram (tee). Later the impella was removed due to he sudden severe onset of suspected hemolysis, lactate dehydrogenase increased from 400 to approximately 2300, with very dark almost ¿black¿ urine, and rising creatinine over the previous 24hrs. Also mentioned while impella was in they dealt with ongoing pulmonary edema and that 24 hrs after removal of the impella the chest x-ray dramatically cleared. He was wondering if the pump was affecting the mitral valve. Also after removal urine cleared back to clear yellow. The patient remained on ECMO and survived.

Manufacturer narrative:
Mechanical interaction with blood/hemolysis: the cause of mechanical interaction with blood was most likely due to pump was not in proper position. Major bleed/access site adverse event: the cause of major bleed/access site adverse event was most likely use related. Mitral valve incompetence: the cause of the injury was not determined due to insufficient clinical details.